Manufacturer narrative:
Pending confirmation of device disposition and possible cause of catheter fracture. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of sterilization, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit. Device has not yet been returned for additional evaluation and investigation. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that a patient's catheter was explanted and replaced due to fracture. The patient had been complaining of increased pain following their refills. The patient also had reported that they had felt that their pump had flipped. Fluid was drained around the pump, and a catheter dye study was ordered. At the patient's next refill appointment, it was stated that the patient's pump had flipped again. Also, at this appointment, 30ml of fluid was extracted from the pump pocket. Around a month later, a catheter dye study was performed which showed that the catheter was fractured. The catheter was later explanted and replaced. MFR 3010079947-2021-00156 will address the pump issues.

Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. Clinical specialist stated that the physician did not know what caused the catheter to fracture, but it is possible that it was caused by the pump flipping. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).